Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happens again.